Event description:
Customer reported they are getting unexpected negative reactions with a patient sample when testing on the echo. Patient has a history of anti-c, -fya, -s, -n, -lea and -leb; however, only the anti-fya is currently demonstrable. No transfusions or adverse reactions occurred as a result of the unexpected negative reactions.

Manufacturer narrative:
Reactivity of the fya antigen was confirmed on retention crrs(3), lot r054. The customer did not return sample for investigation testing.